Event description:
It was reported that the device lost telemetry as the transmission showed frequent vertical dashed lines on non-magnet and magnet. It was noted that the amplitude of vp (ventricular pace) is smaller on the non-magnet. Follow-up was conducted and from the information obtained it was reported that the "low amplitude" condition was the cause of the event and that there was no reprogramming of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t, competitor implantable pacing lead, (B)(6) 1999. (B)(4).